Event description:
It was observed that during device evaluation, the gastrointestinal videoscope exhibited a scope communication error (b30) and image blackout. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the investigation results, the most probable cause of the reported malfunction, the image blackout was due to faulty the ultrasound plug (u-plug) unit and the auxiliary device (ad) cable, while the scope communication error (b30) was due to due corrosion on endoscope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.